Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, occlusion prime and excessive no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 42 mg/dl. The customer stated that they experienced high blood glucose but treated their glucose levels with manual injections. The customer stated that later they would wake up in the middle of the night with low blood glucose levels. The customer did not troubleshoot the issue, but returned the insulin pump back for analysis.